Event description:
The customer reported that the device had a high ground resistance issue. There was no patient involvement when the issue occurred, no patient or user harm reported. Per the diagnostics performed by the engineer, the customer reported that the device had a high ground resistance. The remote service engineer (rse) provided the part ID for a power cord. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. The customer was provided with the part ID of the power cord; however, it could not be confirmed if the customer replaced the specified part. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No parts were returned for failure investigation. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.